Event description:
It was reported that the patient presented for a remote follow up. Review of transmission revealed inappropriate automatic mode switch due to far r wave oversensing on the pacemaker. The device was reprogrammed to resolve the issue. There were no patient consequences.